Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a faulty turbine blower of the device was observed. The device's turbine blower needs to be replaced to address the issue.